Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 lead implanted 2007 (B)(6); (B)(4) ICD implanted 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no amomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.